Event description:
The pt received an scs system which included two leads from the same lot. It was reported x-ray surgery confirmed one of the pt's leads had migrated. It was noted that the pt has undergone several back surgeries including the insertion of a bone growth stimulator. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.